Event description:
It was reported that decreased sensing and increasing capture threshold were observed. Lead was explanted and replaced. The patient was doing well after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.